Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-06050 and 2134265-2015-05986. It was reported that automatic pullback failure occurred. The target lesion was located along the left anterior descending (lad) artery. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a sled. It was noted that the auto pullback was in recording mode; however, halfway through the recording, the pullback stopped and the image turned blank. The physician disconnected and reconnected the opticross imaging catheter. After checking all the connection, the pullback began to work again. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.